Manufacturer narrative:
The customer's reported device tampering was not confirmed nor replicated during testing. Test results: functional testing was performed by replicating a pca only infusion. Testing observed the pca module infusing as programmed. Root cause: the root cause of the customers reported device tampering was not determined during testing of the returned pca module. Device history review: a review of the device history record showed the device had a manufacture date of 07/28/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Event description:
It was reported that a patient controlled analgesia pump was tampered with and the medication may have been removed. The medication was programmed at the following settings: dextrose 5% + 0.2% nacl 1000 ml bag and hydromorphone pca 25 mg/50 ml syringe; ivf continuous rate of 75 ml/hour and pca dose 0.2 mg lockout 15 minutes 2 mg per hour limit; there was no patient injury.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Sickle cell crisis.

Event description:
It was reported that a patient controlled analgesia pump was tampered with and the medication may have been removed. The medication was programmed at the following settings: dextrose 5% + 0.2% nacl 1000 ml bag and hydromorphone pca 25 mg/50 ml syringe; ivf continuous rate of 75 ml/hour and pca dose 0.2 mg lockout 15 minutes 2 mg per hour limit; there was no patient injury.